Event description:
The consumer stated on two separate occasions her tampon came apart and tampon pieces remained inside of her. She indicated that the inside of the tampons appeared to come out, leaving the outer area inside of her. She believes she was able to remove the remaining pieces, but plans to follow-up with her doctor to confirm.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.